Event description:
It was reported to nova biomedical by a consumer's mother that her son's blood glucose meter began giving blood glucose results in mg/dl instead of mmol/l. The consumer stopped using the meter and used a back up meter. No decisions to treat were made on the alleged faulty meter. A replacement meter was sent and the meter will be returned to nova biomedical for eval.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for eval. If any significant findings are a result of that eval, a f/u report will be filed.